Event description:
The physician attempted to deploy a 2.50 mm diameter x 30 mm length endeavor resolute rx drug-eluting coronary stent sys into the distal lad. The vessel was severely calcified with moderate tortuosity and 70% stenosis. The device was inspected prior to use and prepped per the IFU. The lesion was pre-dilated 4 times and after pre-dilation there was 40% stenosis remaining. On first insertion the device cannot cross the lesion; the physician attempts a second insertion, but is unable to cross again. On removal the distal part of the stent is noticed to be jutting out. The physician then hand crimped the distal part of the stent and proceeded with a third attempt to cross the lesion. This was also unsuccessful. There is no pt injury reported.

Manufacturer narrative:
Eval summary: the device was rec'd for eval. The proximal portion of the stent was positioned on the balloon as per specifications. The first five distal stent segments were stretched, deformed and pulled distally over the distal marker band and tip. The next three distal stent segments were stretched and deformed. The distal tip was damaged. Blood residue was evident between the balloon folds. (B)(4) other - stent deformed. Eval: results and conclusions: severe calcification, moderate tortuosity, 40% residual stenosis post dilation. Stent used when damage notice. Failure to deliver the stent and damage to the stent.